Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report

Event description:
On september 13, 2004 the pt contacted lfs alleging that her one touch ultra meter would not power on. The senior medical affairs specialist mailed a letter since the pt could not be reached. On (B)(6) 2004 the pt described feeling shaky and light headed. He did not attempt to test while experiencing symptoms and took no actions that would affect his blood glucose levels. At 2 pm that same day he was taken to the hospital, where a 222 mg/dl was obtained on the hospital meter and administered insulin. He attempted to test on his back up meter at the hospital; however, he was unable to obtain a result. The pt did not allege harm. There is no indication that the reported meter contributed to injury or medical intervention. The customer service representative verified that the pt was using the correct test strips, the battery was correctly installed, the battery was replaced less than year ago, and the battery contacts were in good condition. Based on the info available, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.